Event description:
Procedure was performed in 2003 and hookwire was found to be out of position at the time of disinfection in or the following day. Angiography during surgery revealed the tip of the hook was located in left lung. Patient was informed and decided against surgery for removal of tip fragment.